Event description:
It was reported that pump triggered cartridge alarm 20 and caller had previously experienced similar cartridge alarms with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, technical support arranged pump replacement, and caller declined offer of an out-of-warranty loaner pump.